Event description:
Screwdriver was assembled improperly. This led the surgeon to use the screwbreaker as a screwdriver. The surgeon drove the screws too deeply into the vertebra, being neither able to assemble the construct nor able to remove the screws. The pt has two screws in the spine, with no link between. The spine has been stabilized with a graft.